Manufacturer narrative:
This is an addendum to the initial MDR to document the completion of the manufacturing review. The review found that the lot was manufactured to specification.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. As reported additional surgery is planned, however has not been scheduled at this time. The contact was asked to follow up with davol following the surgery to document the patient's condition and the findings of the procedure. If / when additional information is provided a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It is reported that on (B)(6) 2006 the patient underwent the repair of an inguinal hernia and was implanted with a bard flat mesh. As reported the patient experienced ongoing discomfort, as he can feel it when he does physical activity. In (B)(6) 2015 the patient noted fluid leaking above the belt line (abdomen) and experienced an open wound in that area. The fluid was drained and he was given antibiotics, but the wound did not heal. He was then treated with a wound vac for 3 weeks, the wound closed but then reopened after 1 week. The patient underwent a procedure to identify the problem and the surgeon stated that he identified mesh in the area, but did not know why it was at this location as this was not in the area of the previous hernia repair. As reported another surgeon is planning to perform surgery at some point in the future and advised the patient that the mesh needs to be removed from the site. The patient has not had any issue in the region of the hernia repair aside from feeling some discomfort. The problem has been located in the abdomen and the doctors are not sure what is causing the problem and it is not clear why mesh material was found in the area.